Event description:
It was reported that during preparation of a navarre opti drain placement procedure; the drainage catheters was allegedly found different length in the same batch. It was further reported that the drainage catheters was allegedly too short cannot be used for patient operation. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a drainage catheter placement procedure by using navarre drainage catheter. It was reported that during preparation of a navarre opti drain placement procedure, the drainage catheters was allegedly found different length in the same batch. It was further reported that the drainage catheters were allegedly too short cannot be used for patient operation. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: three (03) 8fr navarre drainage catheter locking pigtail segments were returned for sample evaluation. Along with return sample one photo was provided for the review. Visual, functional and dimensional evaluations were performed. As per visual evaluation inner stylets were returned within the cannulas and catheters. The inner stylet and cannula were locked into place at the catheter hub. Functional evaluation were performed and distal tip of the stylet was noted to slightly protrude at the distal end of the catheter for sample one and two. The distal tip of the stylet was noted to protrude at the distal end of the catheter for sample three. Dimensional evaluations were performed. The length of the catheter for sample one and two were noted to be longer (out of specification) than anticipated. Catheter length for sample three was noted to be within the specification. Canula and stylet dimension were noted to be within the specification for all three devices. Photo review was inconclusive. Manufacturing review was performed and mrb confirmed two of the three catheters were noted to be out of specification for length. Therefore, the investigation is confirmed for the reported longer catheter length issue for sample one and sample two. However, the investigation is unconfirmed for the reported catheter length issue for sample three as all the components were noted to be within the specification as per return sample analysis and manufacturing review. The root cause was determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.